Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing straight. The procedure was completed using a second fiber. No additional information regarding this case is available. There was no report of injury.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber.